Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported the patient had sensation in feet and was reprogrammed and stimulation into leg ¿illegible¿. It was also noted progression of underlining nerve issues. No devices issues.

Event description:
A patient reported back pain, and indicated it was not related to the device or therapy. The patient also reported she was zapped by a security gate. The patient stated she was in a shopping center. The patient stated this was about 4 years ago or more. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.